Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made and no further information has been provided yet. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembly. It was a cervical arthroplasty. During insertion of the mobi-c implant, it detached from the peek and the 2 endplates separated from each other. New implant of the same size was opened and implanted successfully. No impact on patient. No delay.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From lonely information initially provided, the cause for the event cannot be determined. Based on the product history records and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause for the device disassembly is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause is undetermined. If additional informations were received that add a vlue on this investigation , another report will be sent.

Event description:
Mobi-c p&f us : disassembly.